Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery and her blood glucose level has increased. Blood glucose value was 313 mg/dl. The customer also stated that it seemed like the insulin pump was over delivering insulin because she had low blood glucose in the 60 mg/dl range and then it was not delivering. Customer declined troubleshooting and requested the insulin pump to be replaced. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.